Manufacturer narrative:
A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Analysis of the returned device found the polytetrafluoroethylene (ptfe) coating was missing at proximal end on 7.5cm proximal section. The coating was missing 360 degrees around the guidewire. Visual inspection noted that the ptfe coating was peeled up from the stainless steel core wire in sections on the proximal end of the device. There were markings on the device consistent with the torque device brass collett. From the condition of the guidewire, it appeared that the torque device had been dragged down the device. A visual examination of the distal end did not reveal any abnormalities or any evidence of peeling/flaking in the coating (i.e. No coating blisters, bubbles or irregular surfaces). The guidewire was slightly bent at 4.0cm, 27.0cm 87.0cm and 138.0cm from its proximal end. From the condition of the guidewire, it appears the user did not adequately tighten down the torque device onto the wire causing the torque device to move along the length of the device resulting in the observed ptfe peeling. Since the directions for use (dfu) specifically warns that insufficient tightening of the torque device can lead to this type of damage, the cause of the observed damage is considered user related.

Event description:
It was reported that while using the guidewire (subject device), the physician noticed that the coating at the proximal end of the device "started to flake off". The procedure was completed with another similar device. The patient is reported to be fine.

Event description:
It was reported that while using the guidewire (subject device), the physician noticed that the coating at the proximal end of the device "started to flake off". The procedure was completed with another similar device. The patient is reported to be fine.